Event description:
It was reported that the lens was explanted and replaced due to vaulting..additional information has been requested but no new information has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.